Event description:
The customer reported, that the package containing the sterile tubing set was found damaged upon receipt, compromising the product's sterility. This event was noticed during receiving and inspection of the product and had no pt involvement.

Manufacturer narrative:
Investigation results: the tubing set and package was returned for investigation and the reported problem was verified. A review of product history shows similar reported problems within the past few months. A stock audit was performed and a corrective action has been initiated. A temporary change has been made to the packaging.